Event description:
The technician alleged that the bed had no reverse tredelenburg function. No patient impact.

Manufacturer narrative:
The technician re-adjusted the tredelenburg switches to resolve the issue.